Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.